Event description:
On (B)(6) 2013, the patient reported to animas that an up and down arrow button (tactile changes/nonresponsive) issue was observed. The patient reported that the up and down arrow button exhibited a delayed response. This issue was observed approximately 3-6 months ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. A replacement pump will be sent to the patient.

Manufacturer narrative:
Follow-up # 1 date of submission 09/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2013 with the following findings:no damage was observed to the pump keypad cover. During testing, the up arrow and contrast keypad buttons were intermittently unresponsive; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under the up arrow, down arrow, and contrast key contacts. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly. Additionally, the audio bolus button cover was partially detached from the pump, but the button still responded appropriately.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.